Manufacturer narrative:
The tech found a sticky fluid spilled on the side rail latch and spring. The tech cleaned and lubricated the side rail latch and spring to resolve the issue.

Event description:
The tech alleged the side rail will not latch. No pt impact.